Event description:
Initial (B)(6) 2025): this reportable incident was received via telephone in reference to compound w nitrofreeze. The consumer intended to use the compound w nitrofreeze for a wart and during activation of the product "exploded and cracked". He advised that the cap was on and he was twisting the pen when the incident occurred. There were no ignition sources or flames around him and the product was activated in the bathroom with an open window. This was the first time the consumer used the device. He reported there were no injuries as a result. Meddra version 27.1 device expulsion: unexpected according to the company reference safety information. Follow up (18-jul-2025): prestige consumer healthcare received the investigation results from the manufacturer indicating that a review of the certificate of analysis it was confirmed that the batch involved was released according to specifications and the type of complaint can be most likely linked to usability. FDA imdrf codes have been updated, but no other changes were made to the case. Meddra version 28.0.